Event description:
During a leadless pacemaker (lp) implantation procedure, the catheter was unable to engage into tether mode. The physician attempted to redock the device, however the lp prematurely separated from the delivery catheter. Additionally, it was not possible to align the tethers of the delivery catheter following the procedure. The lp was successfully implanted and the patient was in stable condition.

Manufacturer narrative:
The events ¿tethers were misaligned¿, ¿catheter went into short tether mode and then there was resistance¿, and premature separation were reported to abbott and confirmed. As received, a catheter was returned in one piece with the protective sleeve covering the docking cap. Visual inspection found the tether control knob in aligned position, and the tether mode control in long tether mode. The tethers bullets were found in misaligned position. X-ray examination found both tether wires buckled and one wire to be fractured/separated at the transition zone. Dimensional analysis was performed, the tether bullets, tether distal wires, and tether extended protrusion were measured within the product¿s specification. The cause of the reported event was isolated to the buckled and fractured tethers in the transition zone.